Event description:
It was reported that this pacemaker reverted into safety mode. Subsequently, this device was successfully explanted and replaced on a revision procedure. No additional adverse patient effects were reported outside the replacement procedure. This product has not been returned.

Event description:
It was reported that this pacemaker reverted into safety mode. Subsequently, this device was successfully explanted and replaced on a revision procedure. No additional adverse patient effects were reported outside the replacement procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.